Manufacturer narrative:
Correction to field bsc aware date. Patient code 3191 was used to capture the surgery to explant the device.

Event description:
This supplemental report is being filed to correct the aware date on the initial report from (B)(6) 2020 to (B)(6) 2020.

Event description:
Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to explant the device.

Event description:
It was reported that this pacemaker patient experienced an infection. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.